Manufacturer narrative:
The insulin pump was received no button response due to flattened down button dome switch. No unexpected numbers ramping during testing. The insulin pump was also received with dog chew marks on the case and on the reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 342 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.